Manufacturer narrative:
The customer is using the a-side until valves are available.

Event description:
It was reported that during the user of the device for a non-clinical activity (cleaning), when the heater cooler unit was warming up, the user facility's biomedical engineer (biomed) heard a grinding noise and then there was a "e0e" error code on the b-side of the unit. There was no pt involvement.

Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported issue. The fsr replaced the mixing valve according to the notice of field correction (nfc). The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.